Event description:
It was reported that the patient with this right ventricular (rv) lead felt the device give a burning sensation. There were no additional adverse patient effects reported. The rv lead remains in service.